Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she was hospitalized on (B)(6) 2016. Her blood glucose level was 485 mg/dl. She was nauseous and was vomiting. The customer had an infection on her finger. Her high blood glucose level would not come down. She was wearing the insulin pump at the time of hospitalization. The cause of her hospitalization was a bent infusion set cannula and her finger infection. The device was not returned.